Manufacturer narrative:
Analysis received the unit with intermittent button response due to a flattened dome switches. However, the unit passed unexpected restart test and no unexpected restart error alarm. (B)(4).

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump received unexpected restart alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.